Event description:
The device was used during a breast biopsy procedure. Reportedly, the product produced shavings, the knife blade was bent, and the knob was not working. The hosp has reported no pt injury occurred.